Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a hydrodistention with cystoscopy, instillation of dimethyl sulfoxide (dmso), and pubovaginal sling insertion procedure performed on (B)(6) 2013, to treat interstitial cystitis and stress urinary incontinence. On (B)(6) 2017, the patient underwent cystoscopy, suburethral sling removal, urethrolysis, and anterior colporrhaphy procedure due to pelvic pain, urinary hesitancy, urinary retention, urinary frequency, cystocele and atrophic vaginitis. During cystoscopy procedure, it was confirmed that there was no mesh in her urethra. The sling was noticed along the pubic bone on the right side. This was dissected off using a fine hemostat and cut more laterally. The urethra was mobilized due to scarring. During the revision surgery, it was noticed that the patient had a severe downward angulation of her urethral meatus and with this, the vaginal mucosa was excised and colporrhaphy was performed. Subsequently, mucosa was closed. The trigone appeared to be better supported and patient urethra remain intact. Suburethral sling portion and anterior vaginal mucosa were sent to pathology. Finding showed fibroconnective tissue with foreign body giant cell reaction associated with mesh material. A follow-up to reevaluate her pelvic pain and urinary frequency and hesitancy was scheduled in the next two or three weeks.

Manufacturer narrative:
Correction to blocks b5 and h6 - the event of urinary retention was added as one of the patient's symptoms since the removal of the suburethral sling was noted in the medical records to hopefully improve the hesitancy. E1: this event was reported by the patient's legal representation. The implanting surgeon is: dr.(B)(6). (B)(6). Devices were removed by: dr. (B)(6). (B)(6). H6: patient codes e1715, e1309, e2326, and e2330 capture the reportable events of urethral scarring, urinary retention, inflammation for atrophic vaginitis, and pelvic pain. Impact code f19 capture the reportable event of additional surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. H10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
This event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Devices were removed by: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a hydrodistention with cystoscopy, instillation of dimethyl sulfoxide (dmso), and pubovaginal sling insertion procedure performed on (B)(6) 2013, to treat interstitial cystitis and stress urinary incontinence. On (B)(6) 2017, the patient underwent cystoscopy, suburethral sling removal, urethrolysis, and anterior colporrhaphy procedure due to pelvic pain, urinary hesitancy, urinary frequency, cystocele and atrophic vaginitis. During cystoscopy procedure, it was confirmed that there was no mesh in her urethra. The sling was noticed along the pubic bone on the right side. This was dissected off using a fine hemostat and cut more laterally. The urethra was mobilized due to scarring. During the revision surgery, it was noticed that the patient had a severe downward angulation of her urethral meatus and with this, the vaginal mucosa was excised and colporrhaphy was performed. Subsequently, mucosa was closed. The trigone appeared to be better supported and patient urethra remain intact. Suburethral sling portion and anterior vaginal mucosa were sent to pathology. Finding showed fibroconnective tissue with foreign body giant cell reaction associated with mesh material. A follow-up to reevaluate her pelvic pain and urinary frequency and hesitancy was scheduled in the next two or three weeks.